Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal patient experienced peritonitis. The cause of the event was not reported. The event was manifested by abdominal pain and turbid effluent. On the same day as the event onset, the patient was seen in the emergency room and was eventually admitted to the hospital for peritonitis. That same day, physioneal and extraneal was discontinued. On an unknown date, the patient was treated with an unspecified intraperitoneal antibiotic (drug name, dose, frequency, and duration not reported) for peritonitis. Three days after admission, the patient was discharged from the hospital. At the time of this report, the patient was recovering. No additional information is available.